Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with the same device.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with the same device.

Manufacturer narrative:
Investigation will begin when the device is returned for evaluation.

Manufacturer narrative:
The serial number was corrected based on the serial number of the device that was received. Upon disassembly for visual inspection corrosion was found on the drive shaft bearing.